Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during the video-assisted thoracoscopic right middle lobectomy surgery, when severing lung lobe tissue, after fired, noted staples malformed with irregular shape (with straight leg). Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.